Event description:
It was reported that patient underwent a total hip arthroplasty in 1987 with competitor acetabular components and a biomet modular head. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the competitor's acetabular liner. The competitor liner and the biomet modular head were removed and replaced.

Event description:
It was reported that a patient underwent a hip procedure on an unknown date. Subsequently, the patient requires a revision due to unknown reasons. It is unknown whether the revision has taken place or has been scheduled. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure was due to wear of the competitor's polyethylene acetabular liner. This was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.